Event description:
Crrt auto effluent tubing found leaking; crrt circuit change and filter restarted. Manufacturer response for auto effluent, (brand not provided) (per site reporter). Our investigation determined that the leaks were due to voids formed in the bond, related to the solvent reacting with the tubing material during assembly of the tube and bag.